Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and possible causal relationship between hemodialysis utilizing the 2008t bluestar machine and the patient event of too much uf removed, hypotension, and the administration of normal saline. This machine¿s documented indications for use states: additional therapy options for patients receiving hemodialysis include low volume hemodialysis (patients weighing =20kg and =40kg). This patient¿s starting weight was 7.75kg. The relevant data pertaining to the reported event has not been provided. It was reported that there was a discrepancy between the uf removed on the screen display and the actual weight of the patient throughout the treatment. No information regarding the uf removed on the display was provided. Only three patient weights were provided. It was not confirmed what the estimated blood loss was from the system clotting and if that blood loss was accounted for in the weight discrepancy. Additionally, information pertaining to the administration times of the normal saline volumes, flushes, and any other fluids were not provided. It was also reported that a low transmembrane pressure (tmp) alarm was received continuously throughout the treatment. The reset button was pressed, and the transducer was changed out several times (number not provided). However, the 2008t bluestar operator¿s manual states under the troubleshooting section that for a low tmp alarm: if unable to reset the alarm, return the blood to the patient if alarm occurs during treatment. Take the machine out of service and alert a qualified service technician. The customer continued with the treatment.

Event description:
On (B)(6) 2024 it was reported that during a low volume hemodialysis (hd) treatment utilizing the 2008t bluestar machine, a low transmembrane pressure (tmp) alarm was continuously sounding every minute without reason. Troubleshooting efforts were unsuccessful; however, the treatment was completed. Additionally, during the treatment it was noted that the machine was removing approximately 100ml more per hour than the ultrafiltration (uf) removed on the machine screen display. The nurse weighed the low volume patient repeatedly throughout the treatment and noted uf discrepancy each time. The event resulted in the patient being hypotensive and being administered normal saline (ns). Additional information was obtained from the nurse manager. This patient was scheduled for low volume hd treatment on (B)(6) 2024 utilizing the 2008t bluestar hd machine with the hemoflow f4 low volume dialyzer. The dialysate was 2k, 3ca, and the blood flow rate was 80ml with a dialysate flow rate of 300ml. The ultrafiltration (uf) goal was 50cc or 200cc including the prime, rinseback, and the 50cc goal. The patient was ordered for a total of 2.5 hours but the actual time after setting up new lines was 5.5 hours. The patient¿s start weight was 7.75kg with a goal of 7.7kg. The patient¿s vital signs were automatically monitored throughout the treatment with the blood pressure (bp) location on the right leg. The starting vitals were heart rate (hr) 114, respirations (r) 25, and bp 80/64. The treatment was initiated at 0930. At approximately 30 minutes into the treatment at 1000, a discrepancy between the uf removed on the screen display and the patient¿s actual weight is initially noticed. The patient is noted to be hypotensive at this time. The patient¿s vitals were hr 142, r 24, bp 57/27. At 1009 the patient¿s actual weight from the infant scale is 7.45kg. It was noted that 100-150cc more than it should per 30 minutes was ultrafiltrated. No information was provided on the uf removed on the display screen. The patient is then administered normal saline (ns) (volume not provided) and is continuously administered throughout the treatment totaling an estimated 600cc. Additional actual patient weights that were provided are 7.51kg at 1011, 7.65kg at 1018, and 7.84kg at 1100. At some point during the treatment, the system clotted off due to hyperviscosity of the blood. Estimated blood loss was not provided. The machine was set back up with new supplies, alarm testing completed, recirculating and reinitiation of treatment completed. The patient¿s treatment was continued. The nurse then had a (pre-dialyzer) saline drip for the remainder of the treatment to prevent any further clotting. The patient was placed on the scale intermittently throughout the treatment until it was found that at least 200-300cc more than expected was being uf¿d per hour. The patient¿s vital signs stabilized over the last couple of hours of treatment. The treatment was completed. The ending vital signs at 1445 were hr 124, r 36, bp 94/64. The patient¿s end weight was 7.63kg (goal was 7.7kg). The total uf removed was reported as at least 600cc more than the uf goal. The machine passed all pressure, alarm, and recirculation testing prior to the start of this treatment. When the low tmp alarm was received, the reset button was pressed, and the transducer was changed out several times (number not specified). The nurse stated that fresenius technical support was called at this time. No information related to the call was provided.

Event description:
On (B)(6) 2024 it was reported that during a low volume hemodialysis (hd) treatment utilizing the 2008t bluestar machine, a low transmembrane pressure (tmp) alarm was continuously sounding every minute without reason. Troubleshooting efforts were unsuccessful; however, the treatment was completed. Additionally, during the treatment it was noted that the machine was removing approximately 100ml more per hour than the ultrafiltration (uf) removed on the machine screen display. The nurse weighed the low volume patient repeatedly throughout the treatment and noted uf discrepancy each time. The event resulted in the patient being hypotensive and being administered normal saline (ns). Additional information was obtained from the nurse manager. This patient was scheduled for low volume hd treatment on (B)(6) 2024 utilizing the 2008t bluestar hd machine with the hemoflow f4 low volume dialyzer. The dialysate was 2k, 3ca, and the blood flow rate was 80ml with a dialysate flow rate of 300ml. The ultrafiltration (uf) goal was 50cc or 200cc including the prime, rinseback, and the 50cc goal. The patient was ordered for a total of 2.5 hours but the actual time after setting up new lines was 5.5 hours. The patient¿s start weight was 7.75kg with a goal of 7.7kg. The patient¿s vital signs were automatically monitored throughout the treatment with the blood pressure (bp) location on the right leg. The starting vitals were heart rate (hr) 114, respirations (r) 25, and bp 80/64. The treatment was initiated at 0930. At approximately 30 minutes into the treatment at 1000, a discrepancy between the uf removed on the screen display and the patient¿s actual weight is initially noticed. The patient is noted to be hypotensive at this time. The patient¿s vitals were hr 142, r 24, bp 57/27. At 1009 the patient¿s actual weight from the infant scale is 7.45kg. It was noted that 100-150cc more than it should per 30 minutes was ultrafiltrated. No information was provided on the uf removed on the display screen. The patient is then administered normal saline (ns) (volume not provided) and is continuously administered throughout the treatment totaling an estimated 600cc. Additional actual patient weights that were provided are 7.51kg at 1011, 7.65kg at 1018, and 7.84kg at 1100. At some point during the treatment, the system clotted off due to hyperviscosity of the blood. Estimated blood loss was not provided. The machine was set back up with new supplies, alarm testing completed, recirculating and reinitiation of treatment completed. The patient¿s treatment was continued. The nurse then had a (pre-dialyzer) saline drip for the remainder of the treatment to prevent any further clotting. The patient was placed on the scale intermittently throughout the treatment until it was found that at least 200-300cc more than expected was being uf¿d per hour. The patient¿s vital signs stabilized over the last couple of hours of treatment. The treatment was completed. The ending vital signs at 1445 were hr 124, r 36, bp 94/64. The patient¿s end weight was 7.63kg (goal was 7.7kg). The total uf removed was reported as at least 600cc more than the uf goal. The machine passed all pressure, alarm, and recirculation testing prior to the start of this treatment. When the low tmp alarm was received, the reset button was pressed, and the transducer was changed out several times (number not specified). The nurse stated that fresenius technical support was called at this time. No information related to the call was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.